Event description:
It is very easy to grab the zoll r-series defibrillator pads and pull them off incorrectly leaving the last layer of the pad behind. It is also easy to not notice this happened as the blue layer which is not correct, will stick to the patient and there are no indicators the pad has been ripped apart. Instead, you must pull from the red tab to place the complete pad on the patient. This design flaw is a concern moving forward.